Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl. The customer experienced nausea, thirsty, and dried mouth. Troubleshooting was performed. The time, date, and basal rates were correct. Assisted the caller to run a manual prime and the insulin did exit. Performed the high pressure test and passed. The customer stated that the cannula was bent when she removed it several weeks ago, and she was not wearing the device since then. Reminded the customer to change the infusion set and reservoir every two to three days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.